Event description:
I received cohesive gel mentor implants in 2007. My health started deteriorated slowly over time. I felt like I had a mental breakdown in 2009. I continued for the next years with anxiety, neuropathy, chronic pain, chest pain, chronic fatigue, ringing ears, blurred vision, brain fog, random rashes any place with no reason, trips to emergency room. I decided to explant in 2015, when the doctor found a silent ruptured implant. Both were removed.